Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite sleep appliance with the glidewell hinge had a fractured hinge. It was reported that the piston was disengaged from the upper right arch. It was reported that the incident occurred on (B)(6) 2025. No permanent injury was reported.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent, and a slight yellow discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that a part of the hinge was broken off of the device. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device, which would have caused the screws to become loose and detach from the device. Another potential root cause could be due to the glue that was holding the hinge had come off, which would have caused the hinge to break off. The manufacturer's internal reference number is: (B)(4). Additional information: g3: "date received by manufacturer". Corrections: b3: "date of event" unable to confirm. B5: "describe event or problem". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
Multiple attempts were made to obtain confirmation regarding the event date and calcification details. The facility did not respond to follow-up requests. As a result, the exact date of the event remains unconfirmed.